Manufacturer narrative:
The device was returned to biosense webster for evaluation. A visual inspection, and magnetic sensor functionality test of the returned device were conducted following biosense webster (bwi) procedures. Visual analysis revealed reddish material inside the pebax component at the tip area. A magnetic sensor functionality test was performed, and the device was recognized on the system; however, error 105 was displayed on the screen due to an open circuit in the tip area. Then, a scanning electron microscope (sem) was performed to the pebax component and evidence of mechanical damage, and a hole was found. A manufacturing record evaluation was performed for the finished device 31188066l number, and no internal actions related to the complaint were found during the review. The visualization issue reported by the customer was confirmed. The potential cause of the open circuit cannot be determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: improperly positioned patches may increase the chances of a virtual magnetic reference move unrelated to patient movement. This could also result in inaccurate catheter visualization. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft. Twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material inside the pebax component at the tip area and a hole was found. Initially, it was reported that they were not able to see the catheter on the carto 3 system. The connection cable was replaced, and the issue did not resolve. When the catheter was replaced, the issue was resolved. There was no radiofrequency (rf) application performed and there was no patient consequence. The visualization issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on (B)(6) 2024, there was reddish material inside the pebax component at the tip area and a hole was found. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2024.